Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed by ma on 3/21/2024: the pump's event log was pulled and reviewed, which highlighted several abrupt power offs, as reported by the end user. An abrupt power off can be seen by the "log_event_on" code without an "log_event_off" code before it: upon review, seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. The pump was then tested with the testing protocol for battery and power complaints. The pump successfully completed a 100 ml infusion without powering off before finishing. Functional testing revealed several abrupt power offs as reported by the distributor, but the reported condition was unable to be duplicated. Reported issue found, device not performing to specification.